Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: on monday, (B)(6) 2026 during a total hip replacement surgery, a curette from the accolade stem instrument broke during the procedure. This curette is used to prepare the intramedullary canal prior to implanting the accolade stem and is also left in place as a trial stem. During the procedure, the metal segment where the extractor is inserted broke, preventing its normal removal from the patient. The surgeon had to perform a femoral osteotomy to remove the stem, followed by a wire fixation, which resulted in a longer surgical time and an additional, unplanned procedure for the patient. The patient indicated that he will be taking legal action to the clinic and with stryker. Procedure identification: left hip replacement with trident1 acetabular cup and accolade stem.